Event description:
It was reported that the unit exhibited arcing behavior near the distal tip around the metal shaft.

Manufacturer narrative:
The probe unit was returned for investigation but the reported failure was not confirmed. However, a tip breaking (metallic electrode) condition was observed. Visual exam confirmed that the flower shaped metallic electrode had detached from the ceramic tip. It was not returned for eval. Wear marks were observed on the ceramic portion of the tip assembly. The unit's programming and activation history was reviewed. No fault status codes were observed. The device history record was reviewed for lot 11137ae2. No discrepancies were observed. The most probable root causes for the observed condition are (but not limited to) a non-conforming component, poor assembly process, or misuse. The specific root cause could not be determined, condition is multi-factorial. In sum, the unit was returned for investigation and a tip breaking condition was observed. The failure mode will be monitored for future recurrence.